Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pt was seen in the clinic with complaint of a "jumping sensation" in their left abdomen. Interrogation noted that the left ventricular lead threshold had gradually risen since the implant. Testing showed that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The lead was reprogrammed to lower output. At a scheduled device check, a few months later, the patient continued to have occasional diaphragmatic stimulation and the left ventricular output was reprogrammed again. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the stimulation is almost completely resolved with changed sleeping position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the diaphragmatic stimulation had become intolerable and the lv lead was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.